Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source light keeps flipping off and keeps saying stand by. New lamps were tried, but the issue was still happening. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: chassis is rusty, connector part of the front panel is damage, defective connection, and corrosion of the socket, dust inside the air pump tube, scratch stain on the optical lens and olympus lamp life was expired with over 500+ hours. Based on the results of the investigation, a definitive root cause could not be determined and there was not found any probable cause. Olympus will continue to monitor field performance for this device.